Manufacturer narrative:
.

Event description:
Protect study event. Device malfunction: none. Symptoms/ae: bradycardia/hypotension. Time of symptoms: post procedure. It was reported that post a right internal carotid artery stenting procedure, the patient experienced asymptomatic bradycardia and hypotension. The patient remained hospitalized and was treated with unspecified medications for three days until the blood pressure and heart rate stabilized. The patient was discharged to home in stable condition. No additional information available.